Event description:
It was reported that a user experienced hyperglycemia detected on a continuous glucose monitor during a walk after consuming carbohydrates prior to exercise while remaining connected to the pump, with no reported infusion set leakage, no pump alarms, and insulin delivery not interrupted. Symptoms included elevated blood glucose. Outcomes included return to target range after the event. Investigation included review of device performance based on user report and troubleshooting education. Investigation of this case revealed no device malfunction or alarm, with contributing factors possibly related to exercise and carbohydrate timing while using the system. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.